Event description:
It was reported that an individual experienced prolonged signal loss between a dexcom g7 sensor and the ilet, with the cgm menu indicating replace or stop sensor and prior brief sensor issue alerts noted. Symptoms included no reported clinical effects. Outcomes included no change in clinical status or care and no hospitalization. Investigation included guided troubleshooting and education, device restart, and re-pairing attempts with a plan to replace the sensor if connection did not resume. Investigation of this case revealed a communication interruption between the cgm and the ilet consistent with intermittent sensor signaling issues, with no ilet malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was likely cgm signal instability or loss of connectivity.